Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a thr when impacting the final femoral head on, the black modular head piece of a polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H10-additional information d4- expiration date d8 / d9- date device returned to manufacturer h11- corrected data b5- describe event or problem d4- lot number h3- device evaluated by manufacturer h4- device manufacture date.

Event description:
It was reported that, during a thr when impacting the final femoral head on, the black modular head piece of one (1) polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Section h3, h6: it was reported that, during a total hip replacement when impacting the final femoral head on, the black modular head piece of a polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. Patient was not harmed as a consequence of this problem. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 43 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H6: it was reported that, during a total hip replacement, when impacting the final femoral head on, the black modular head piece of a polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device was fractured as it shows a chipped-off part at their distal end. The complaint samples were not returned completely as the chipped-off part was not returned for investigation. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 42 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.